Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer's nurse complains of low results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-130mg/dl fasting. Verified test strips expire 12/25/2017. Customer's test strips are being stored in the kitchen and opened vial date is unknown. Reviewed meter memory: (B)(6). (B)(6) called on behalf of the customer stated her meter is registering low results because at 7:30am today (B)(6) 2015 fasting she tested her glucose and received a result of 74mg/dl.